Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the needle broke. The surgeon was unable to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.